Manufacturer narrative:
H6- health effect- clinical code 4581: cortical changes. Claim # (B)(4)

Event description:
A healthcare professional reported that a patient experienced cortical changes following implantable collamer lens (icl) procedure. The surgeon will monitor the patient for any sign of progression in the condition. Additional information was requested. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted.